Event description:
It was reported that the patient experienced an increase in stimulation during an MRI scan. It was noted that this occurred 5 minutes into the procedure, and 'they had to stop.' It was further noted that the patient device was on prior to and during the MRI. It was stated that 'they used a 1.5t MRI and head coil.' The patient did not have the patient programmer available, so troubleshooting was limited. The compatibility guidelines for MRI procedures were discussed. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v524070, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).